Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # va0huws, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. They experienced a shooting pain down from their stimulator to their buttocks and vagina following a fall. No programming adjustments had been done. Turning stimulation off resolved the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported if patient turned the stimulation down it didn¿t help her bladder but if she turned it up and it reached a certain point then she experienced shooting pains down her leg and it affected how she walked. Patient reported this threshold was different on every program. It was unclear from the report whether this was related to the previously reported fall and follow up was conducted for clarification. The patient reported the rep had changed the settings. The ins was replaced due to normal battery depletion in 2016. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Correction, information previously omitted: the patient had uncomfortable/painful stimulation.